Event description:
It was reported that the customer alleged the pump software did not suspend insulin delivery. Customer's blood glucose (bg) ranged from 40-50 mg/dl. Customer consumed carbohydrates to address bg level. Although requested, contact declined to upload the pump for tandem technical support to investigate further. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.